Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: oversensing, sudden change in impedance, inappropriate shocks, hematoma and infection. The lead status of each lead is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Possible models could include the sprint fidelis (6930, 6931, 6948, 6949). Referenced article: a cost-effectiveness analysis of a proactive management strategy for the sprint fidelis recall: a probabilistic decision analysis model. Heart rhythm,. 2013;10(12):1761-1767. (B)(4).